Manufacturer narrative:
The field service representative (fsr) inspected the cell-dyn ruby analyzer serial number (B)(6) and multiple parts were cleaned; however, a definitive part was not identified as the issue. The service history of the cell-dyn ruby analyzer serial number (B)(6) returned no additional complaint tickets for the module generating discrepant hemoglobin patient results. A review of tracking and trending of the cell-dyn ruby analyzer did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby analyzer serial number (B)(6) was identified.

Event description:
The customer observed erratic hemoglobin results on the cell dyn ruby analyzer for one patient. The following results were generated (reference range 13.5 - 16.5 g/dl): initial hemoglobin result= 7.5 g/dl; repeat result= 8.9 g/dl. Updated information was provided on 21may2025. Patient was a 67-year-old female. Samples testing was performed on (B)(6) 2025, sid (B)(6). The following additional results were provided: initial wbc result= 11.8 10e3/ul; repeat result= 11.5 10e3/ul. Initial neutrophil result= 9.35 10e3/ul; repeat result= 9.10 10e3/ul. Initial hemoglobin result= 7.50 g/dl; repeat result= 8.59 g/dl. Initial platelet result=234 10e3/ul; repeat result= 232 10e3/ul. There was no impact to patient management reported.

Event description:
The customer observed erratic hemoglobin results on the cell dyn ruby analyzer for one patient. The following results were generated (reference range 13.5 - 16.5 g/dl): initial hemoglobin result= 7.5 g/dl; repeat result= 8.9 g/dl. Updated information was provided on 21may2025. Patient was a 67-year-old female. Samples testing was performed on (B)(6) 2025, sid: (B)(6). The following additional results were provided: initial wbc result= 11.8 10e3/ul; repeat result= 11.5 10e3/ul. Initial neutrophil result= 9.35 10e3/ul; repeat result= 9.10 10e3/ul. Initial hemoglobin result= 7.50 g/dl; repeat result= 8.59 g/dl. Initial platelet result=234 10e3/ul; repeat result= 232 10e3/ul. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.